Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 months. Further investigation revealed that the patient had to undergo redo surgery because of prosthesis endocarditis on the magna ease 3300tfx21, sn (B)(4), which was implanted on (B)(6) 2011. Prior to the redo surgery the patient was very ill and evaluated as high risk for the reop. The surgeon decided to perform the surgery because the patient would have died from the endocarditis complication without reop. On (B)(6) 2012, the patient had this valve explanted and replaced with a new edwards bioprosthetic valve, which functioned well. There was no recurrence of prosthesis endocarditis and echo evaluation confirmed that this prosthesis continued to function well. However, the general patient condition worsened over time and eventually this patient died in ICU following pre-existing respiratory and renal problems. Operating report, cardiology report (with full patient history) and anesthesia report are provided in (B)(6). The cardiology report states that in the months before the reop the patient suffered from: - stomach bleeding ((B)(6) 2012) - spondylodiscitis and renal problems requiring hemodialysis ((B)(6) 2012). At this time also reported, increasing dysfunction of aortic valve prosthesis - discectomy procedure and symptoms s. Epidermidis ((B)(6)). In this report it is also stated that the hemocultures were found to be positive for staphylococcus epidermidis. The anesthesia report states that after the discectomy the patient developed a back infection with staphylococcus epidermidis and that the patient was transferred on (B)(6) to (B)(6) hospital because of endocarditis diagnosis by staphylococcus epidermidis secondary to the back infection. After a long and eventful stay in the ICU the patient died on (B)(6) 2012.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the cardiology report states that in the months before the reop the patient suffered from: - stomach bleeding ((B)(6) 2012) - spondylodiscitis and renal problems requiring hemodialysis ((B)(6) 2012). At this time also reported, increasing dysfunction of aortic valve prosthesis - discectomy procedure and symptoms s. Epidermidis ((B)(6)). In this report it is also stated that the hemocultures were found to be positive for staphylococcus epidermidis. Although the root cause cannot be confirmed without the sample device, this was possibly the infection source. No further actions are possible with the available information.